Event description:
Very little mobility in legs, started to get a little bit of movement, using a walker [mobility decreased]; can no longer walk, hopes to be able to walk again [abasia]; diagnosed with copper deficiency due to zinc from fixodent, fixodent ate his copper; issues with dysplasia, mentioned bone marrow tests, diagnosed with mild dysplasia [myelodysplastic syndrome]; difficulty walking [gait disturbance]; cannot stand on own [dysstasia]; movement accompanied by severe pain, leg pain [pain in extremity]; numbness in lower extremities, numbness in legs [hypoaesthesia]; tingling in lower extremities, tingling in legs [paraesthesia]; developed issues with falling which continued to progress [fall]. Case description: a consumer reported that they, an adult male age (B)(6), used fixodent denture adhesive, for/version unk, 1 applic, 5/day pretty much every day for 14 years beginning 1999, to hold an upper partial plate, and after a series of tests while hospitalized in (B)(6) 2013, he was diagnosed with a copper deficiency due to the zinc from the fixodent; he reported that the fixodent ate his copper. The consumer reported that he had developed issues with falling in (B)(6) 2012 and as this continued to progress, he had other issue with dysplasia, mentioning bone marrow tests but did not elaborate. He was under the care of a neurologist during his hospital stay and received 1 pack of copper through an IV per day for 5 days and is now taking a copper supplement 2 mg each day; he is also using a new denture adhesive that is free of zinc and states that the symptoms are about the same. He could no longer walk but has hope to be able to walk again; he has very little mobility in his legs and movement is accompanied by severe leg pain; he also has numbness in his legs and tingling in his lower extremities/legs. He is starting to get a little bit of movement now but cannot stand on his own; he has difficulty walking and is using a walker and starting to go to physical therapy. The consumer is seeing a physician and is also seeing an oncologist after being diagnosed with mild dysplasia, but they don't know if this is all due to the copper deficiency. The case outcome was unk for copper deficiency, worsened for fall, and not recovered,not resolved for all other symptoms. Past medical history included: medical history - has an upper plate, partial plate. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.